Event description:
It was reported that when the hose and blanket are connected the maintenance alarm and blockage alarm lit. They stop using it and tried to use a new hose and it works fine. Event occurred before patient use, during testing. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The main unit of the device was not returned for investigation. Therefore, we are unable to confirm the reported problem. If the device is received, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.